Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. Reported event: catheter detached. Visual evaluation of the returned device found that the wire was kinked. The flare was detached from the catheter and the catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the detached flare prevented device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a endoscopic retrograde cholangiopancreatogram (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare would not come out of the catheter. No visible damage to the device or its packaging was reported. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.